Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a micra pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 23f and the pacemaker procedure was completed. Reportedly, when applying tension to advance the knot of one suture, a suture break was noticed. A new prostyle device placed another suture. Two sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used in the femoral artery with a sheath greater than 21f. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.